Manufacturer narrative:
The device was not returned for evaluation. No lot number was provided. The cause of the bleeding is unknown. Bleeding is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a navigation, the physician noticed an abnormal blood accumulation in the lung after the third biopsy pass. The physician believes she struck the pulmonary artery. The bleeding was stopped. However, afterwards the patient needed a blood transfusion and was hospitalized. There was no reported issue with the product.